Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 400 mg/dl. The customer's sister stated bolus button are not working. The customer was admitted to the hospital. The customer cause of 911 called ws keytone acidosis and infection in leg. The customer was admitted to intensive care unit. The customer's sister has to call back with customer to be given consent.